Event description:
Device erosion in a proact patient's right-implanted device. The device was explanted.

Manufacturer narrative:
Additional information was received from the physician on 03/30/2021. Complaint (B)(4).

Manufacturer narrative:
The device has likely been discarded. Additional information has been requested, but has not yet been received.

Event description:
Device erosion (location unspecified) in a proact patient.